Event description:
The manufacturer received information alleging a ventilator failed to function. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The blower motor was found to be contaminated and will need to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure of the lcd display was observed. The lcd screen needs to be replaced to address the issue.